Event description:
Caller states that during a proficiency test, the following results were obtained: 3.3 inr where the mean was 4.8 inr. 6.6 inr where the mean was 3.1 inr. No adverse event reported. Requested return of suspect system and replacement was sent.